Manufacturer narrative:
An isi tse advised the customer to try using a new camera and monitor the issue. No site visit was conducted. The system was working properly and no additional action was required. Isi has received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. The endoscope was found to have corrosion or physical damage to instrument control (ic) emi fingers. The cable integrity had visual damage at zone b. The endoscope had damaged endoscope adapter (aea) damaged or friction issue. The endoscope was found to have discoloration of housing and failed transmittance test. No image or video clip for the reported event was submitted for review. A review of 30-degree endoscope logs (part number 470057-05/lot/ sequence number sf2030169) associated with this event has been performed. Per the review, the 30-degree endoscope was used in a procedure on (B)(6)2022 via system sk3299. The same endoscope was used in subsequent procedures on (B)(6)2022 and (B)(6)2022 , and was used last on (B)(6)2022 on system sk3299. The alleged 30-degree endoscope has 1733 uses remaining after last use. This complaint is reportable malfunction event due to the following: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the endoscope image would flip on its own. When the customer attempted to flip the image on the 30-degree endoscope, the arms moved in the opposite direction. The endoscope was installed on universal surgical manipulator 3 (usm). The customer had reseated the sterile adapter and endoscope, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the endoscope again and making sure to cancel the guided tool change on the usm 3. The isi tse also recommended replacing the drape on usm 3 and the endoscope if the issue persists. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.